Event description:
I had mesh surgical repair for both vaginal and anal prolapse last year. At the beginning (the first few months) things seemed to be healing ok and what I assumed was to be normally expected pain, continues today. For the first time since the surgery I had intercourse and I cried like a baby when we started! I felt like a sword was shooting through my insides and we had to quit. He also made the comment that he could feel the mesh. Since the surgery I have also had extreme difficulties urinating. I am currently seeking medical attention shortly for all of these problems, probably with the dr who did the surgery. I am just very concerned that I was not given the option to perform a surgery without this mesh, due to the repeated warnings, problems reported, etc plus now having these symptoms really makes me angry. I will get the total report when I revisit her for my next appointment if anyone wishes to review it. I also hemorrhaged after surgery and had to be taken back to the operating room by my dr herself.